Event description:
Customer reported an erroneous high access vitamins b12 test result was obtained for one pt sample when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range. Repeat analysis was performed. The test results were within the normal range. The initial, elevated result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to pt management.

Manufacturer narrative:
Sample was lithium heparin plasma collected in a plasma separation tube and centrifuged for 3 minutes. Centrifugation speed was not supplied. Customer did not note the sample appearance at the time of event and does not recall if the tube had the proper fill volume. Customer did not question any other assays or results. Quality control (qc) was within the customer's established ranges prior to and after the erroneous results. A system check performed on (B)(4) 2009, was within specifications. No errors were posted to the event log in association with this event. On (B)(4) 2009, the field service engineer removed the analytical unit and visually inspected the unit. Alignments were verified to be correct. System check and a 50 point precision run met specifications. No hardware issues were noted. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.